Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2017 with the following findings: on examination, there was visible moisture in the display. The pump powered on and the display remained blank. Leak testing revealed a display lens leak. There was moisture corrosion found inside the pump on the printed circuit board, motor assembly and the battery housing. There was no moisture found inside the battery compartment. Investigation confirmed the complaint.